Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B2, b3, d6: estimated dates d4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the rx & otw multi-link vision coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional adverse patient effects referenced are being filed under a separate medwatch report #. Attached article, titled "do ultrathin strut bare-metal stents with passive coating improve efficacy in large coronary arteries? Insights from the randomized, multicenter basket-prove trials".na.

Event description:
It was reported through a research article identifying abbott vision bare metal stents that may be related to the following: stent thrombosis, target vessel revascularization, death, and myocardial infarction. Specific patient information is documented as unknown. Details are listed in the attached article, titled "do ultrathin strut bare-metal stents with passive coating improve efficacy in large coronary arteries? Insights from the randomized, multicenter basket-prove trials".